Event description:
Same case as MDR ID 2134265-2015-03500, 2134265-2015-04109, 2134265-2015-04111, 2134265-2015-04112, and 2134265-2015-04113. It was reported that the patient died. The lesion being treated was located in the right coronary artery. While using a runway guide catheter along with other non-bsc devices, a dissection occurred. Additionally, a possible small wire perforation was noted during use of a non bsc wire. The dissection was treated by implanting 5 promus premier stents in the rca. No further patient complications were reported. However, the patient later died. The physician does not believe the runway or dissection were the cause death; the cause of death is unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).